Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6):the protege everflex stent was partially deployed and the physician tried to remove it. While attempting to remove the protege everflex stent from the vessel it became fractured and half of the damaged stent remained in the vessel. Another 6-150-120 stent was deployed and the patient is okay.